Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized twice due to low blood glucose. First time was on (B)(6) of 2012, the second time was on the middle of (B)(6) 2013. Customer's blood glucose readings at the time of hospitalizations were unknown. Customer stated that the second time she overbolus. Customer stated that she had low blood glucose she ate something them she bloused again and went to work. Later a coworker called the paramedics. Nothing further was reported.